Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced low blood glucose (bg) of 29 mg/dl with sweating, unsteadiness when standing and walking and difficulty breathing and an elevated blood glucose (bg) of 450 mg/dl associated with an alleged loss of prime that occurred on (B)(6) 2016. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the loss of prime occurred 2 times. The patient reported getting multiple loss of primes with multiple cartridges for a prolonged period. This complaint is being reported based on the allegation that the patient experienced a blood glucose excursion associated with an alleged loss of prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: the pump's black box showed that there was a user cancelled bolus in the history. There were multiple loss of prime warnings observed as well. The pump passed a 24 hour duration test with no alarms. The recorded total daily doses of insulin added up to the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked.